Event description:
The following was reported by the attorney for the pt: (B)(6) 2006--pt underwent repair of an inguinal hernia. Pt's hernia was repaired with a bard composix e/x mesh (lot 43cqd393, ref. (B)(4)). In (B)(6) 2009--pt presented to hospital with complaints of abdominal pain and a recurrence of a right inguinal hernia. During surgery, surgeon found adhesions attached to the previously placed mesh and carefully removed them. According to the surgical pathology report, specimen consisted of fibro-adipose issues containing thread-like foreign body. Once the adhesions were removed pt's hernia was repaired with placement of another bard mesh.

Manufacturer narrative:
Based on the info provided, the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified which would cause or contribute to the reported event. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date.